Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Mfg date: device manufacturing date is unavailable. Onsite investigation was refused by the site due to the low frequency of the reported event. Site did not believe the issue affected functionality of the system. No parts were returned or replaced. Site refused service.

Event description:
A site representative reported that the navigation system's surgeon monitor displayed blurry images. There was no patient present when this issue was identified.